Event description:
It was reported via medwatch voluntary report number # (B)(4) that, the patient underwent c5,c6 cervical interbody fusion using amedica valeo cervical cage (2) packed with putty. Post-op, patient complications included but not limited to worsening of pre-op symptoms, dysphagia, dysphonia, tumor and bony overgrowth, revision posterior cervical fusion performed. The patient was rendered fully disabled and in constant pain. The patient was also recommended for spinal stimulator implant.

Manufacturer narrative:
(B)(4). Neither device nor applicable studies were returned to the manufacturer for evaluation.